Event description:
The device was returned to the biomedical department for a report of tampering. This is not a reportable malfunction. However, during verification testing at the service center, the device delivered less than intended.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.